Event description:
My child and I were injured during delivery due to improper use of a vacuum device. The device popped off my infant's scalp several times during the course of delivery and the physician kept re-applying and continuing to attempt a vaginal delivery with vacuum assistance. One vacuum actually broke and he began using another one. He used the vacuum somewhere between 40 minutes to an hour. When she was finally born, she came out with such force that I suffered a fourth degree laceration to my perineum. This has caused a tremendous amount of pain and permanent damage to my body. I was out of work a month longer than I had anticipated. I returned to work at 13 weeks post partum and still had constant pain 2 weeks after that. Today, I have no control of flatulence. I cannot control some of my bowel movements. My husband and I are unable to have sex, due to the pain I am still in. I need pelvic reconstructive surgery to repair the damage that has been done to my body. As for my baby, she had deep, deep lacerations to her scalp. These were far more than the common cephalohematoma that many neonates delivered with vacuums will have. She had cuts extending into the subcutaneous tissues of her scalp. Her nurses have documented in her record "broken skin, blisters, sheared skin, redness". She had an open wound that formed a ring around the area where the vacuum was used. As time went by, scabs formed over this area and these were present for 2 months. She still has today -21 weeks post-partum- one area that has a scab and another area about an inch long that is permanently scarred. I am appalled that this could happen and that the risks of this procedure were not explained to my husband and I prior to the device being used. I do not understand why the vacuum was offered after only one hour of pushing. I was not fatigued, the baby was not in distress. In my opinion, there was no indication for the vacuum at that time. After the vacuum had popped off a few times, I cannot understand why a c-section was never offered to me, as this would have prevented the injuries to my daughter and me.